Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/24/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat crea+ cartridges that yielded a suspected discrepant creatinine result on an (B)(6) year old male cancer patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). Test and sample collection times were not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Based on the I-stat results it is suspected that the patient was taking hydroxyurea although the customer reported that hydroxyurea was not listed on medication list. The ordering doctor stated that the patient was on hydroxyurea back in (B)(6) 2018 but not now.